Manufacturer narrative:
(B)(4). The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. From the usage condition, it is likely that the urethane coat was peeled off when the actual sample and the metal needle were used in combination. Based on the experiences, it is known that, when a guidewire m in the state of being combined with a metal needle is manipulated in the withdrawal direction, the guidewire may be exposed to the edge of the metal needle, which resulted in the peeling of urethane coat. IFU states: do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. It is likely that the peeling of urethane coat of the actual sample was caused when the actual sample in the state of having been combined with the involved metal needle was manipulated in the withdrawal direction and exposed to the edge of the metal needle. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the radifocus guidewire m was used during the procedure. During ptgbd, right intercostal was punctured with a metal needle included in a disposable drainage catheter set from sheen man. After that, while they were searching the gallbladder using radifocus guidewire with the assist of echo, urethane coat came off the guidewire. The fracture remains in the patient. The procedure outcome was not reported. The fracture is planned to be removed by cholecystectomy at a later date.